Manufacturer narrative:
(B)(4). The explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this device displayed a bd error. The device data was submitted to technical services for engineering evaluation. Upon review, engineering confirmed the bd error was appropriate. The recent battery voltage has shown a much faster drop in voltage than expected. This is an indication the device is malfunctioning that is likely internal to the battery; however, the device would need to be returned for detailed analysis to determine the actual issue. Engineering determined at the rate of depletion, elective replacement indicator (eri) could be reached in about one month. Immediate device replacement was recommended as the nature of the malfunction in unknown and could therefore become unpredictable. The information was provided to the physician, who planned to schedule the replacement procedure. Ten days later, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection identified no anomalies. A review of the memory confirmed the fault code observed in the field. The device case was removed so additional analysis could be performed. Internal visual inspection found no irregularities and no evidence of internal shorting. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to have depleted faster than expected, resulting in the bd error. Analysis confirmed therapy remained available while the device was implanted, and the device had not yet triggered the replacement indicator.

Event description:
Boston scientific received information that this device displayed a bd error. The device data was submitted to technical services for engineering evaluation. Upon review, engineering confirmed the bd error was appropriate. The recent battery voltage has shown a much faster drop in voltage than expected. This is an indication the device is malfunctioning that is likely internal to the battery; however, the device would need to be returned for detailed analysis to determine the actual issue. Engineering determined at the rate of depletion, elective replacement indicator (eri) could be reached in about one month. Immediate device replacement was recommended as the nature of the malfunction in unknown and could therefore become unpredictable. The information was provided to the physician, who planned to schedule the replacement procedure. Ten days later, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection identified no anomalies. A review of the memory confirmed the fault code observed in the field. The device case was removed so additional analysis could be performed. Internal visual inspection found no irregularities and no evidence of internal shorting. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to have depleted faster than expected, resulting in the bd error. Analysis confirmed therapy remained available while the device was implanted, and the device had not yet triggered the replacement indicator. Engineers observed a breach in a separator between the cathode and the anode of the battery cell, which allowed them to come into contact. This short within the battery cell resulted in the observed depletion.

Event description:
Boston scientific received information that this device displayed a bd error. The device data was submitted to technical services for engineering evaluation. Upon review, engineering confirmed the bd error was appropriate. The recent battery voltage has shown a much faster drop in voltage than expected. This is an indication the device is malfunctioning that is likely internal to the battery; however, the device would need to be returned for detailed analysis to determine the actual issue. Engineering determined at the rate of depletion, elective replacement indicator (eri) could be reached in about one month. Immediate device replacement was recommended as the nature of the malfunction is unknown and could therefore become unpredictable. The information was provided to the physician, who planned to schedule the replacement procedure. Ten days later, the device was explanted and replaced. No additional adverse patient effects were reported.